Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a damage on the cable unit, the water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a water leak in the camera unit resulted in a foggy image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a very dark image. The reported malfunction occurred at an unknown time. It is unknown if a patient was involved. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had a very dark image. The reported malfunction occurred at an unknown time. It is unknown if a patient was involved. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.